Manufacturer narrative:
(B)(4)

Event description:
It was reported that "2 faulty deflux syringes. The nurses encountered the issue when attempting to use the item (deflux), finding the item broke on both occasions. Fortunately, in each instance, the item never made it to the patient, but we wanted to report the issue". Additional information received on january 24, 2026, indicated that there were no injuries or consequences, and pictures shared show only 1 syringe broken in the flange.

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer. The manufacturer reported: "this complaint has been handled and closed as code 3b (flange brake) based on the description, provided picture and sample. Visual inspection has been performed of the provided picture in terms of overall appearance. The picture displays one almost empty syringe with a broken flange. Lot number not visible, number of defective units is in accordance with the report. Code 3b applies. Returned sample inspection: one opened and almost empty syringe in return. The number of units and lot is in accordance with report. The syringe has a broken flange. Code 3b applies. The batch record has been reviewed and no deviations or anomalies were identified that can be linked to the complaint. No quality issues found connected to the raw material (syringe) which can explain the complaint. Identified root cause: not verified. No further actions will be performed within this complaint, however, the lot is monitored and if relevant, further investigation will be performed." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "2 faulty deflux syringes. The nurses encountered the issue when attempting to use the item (deflux), finding the item broke on both occasions. Fortunately, in each instance, the item never made it to the patient, but we wanted to report the issue". Additional information received on january 24, 2026, indicated that there were no injuries or consequences, and pictures shared show only 1 syringe broken in the flange.